Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ patient was revised to address pain. Tissue around the hip was described as necrotic and white in color. Update 8/22/2011 - litigation papers received. There is no new information that would change the outcome of the investigation. Update 12/31/2014- pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated pseudotumor, adverse tissue reaction, and corrosion between the head/stem. The MDR decision for the stem is being changed. There is no new additional information that would affect the existing MDR decision. The complaint was updated on:1/23/2015.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.depuy still considers the investigation closed at this time.